Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2008 the patient was admitted due to displacement of lumbar intervertebral disc without myelopathy and underwent excision of I intravertebral disc. The patient was discharged. On (B)(6) 2010 patient presented for lumbar radicular syndrome and right side low back and hip pain. Procedure: epidurogram as part of an l4-5, interlaminar epidural steroid under fluoroscopic guidance. Impression: lumbar radicular syndrome, multilevel degenerative disc disease, chronic low back and gluteal pain, negative discography, hypothyroidism, gerd. On (B)(6) 2010 patient presented for preop and postop diagnosis right trochanteric bursitis. On (B)(6) 2010 the patient underwent plif l5-s1 surgery using rhbmp-2/acs, bonegraft matrix, orthoblast dbm putty from intergra, 7.5x35, 7.5x45, lock screws, 45mm rods to treat (preop note) low back and rigid hip and thigh pain with parenthesis in to the foot with clinical evidence of a right l5-s1 radiculopathy severly compression the dural and right l5-s1 nerve root who also had degenerative disc disease at l4-5 and to a lesser degree at l3-4 and also had sacroiliac joint instability and "periferois" syndrome. Re-exploration right sided l5-s1 laminectomy, factomy, foraminotomy and disc with neurolysis and complete decompression of the right s1 nerve root. Plif l5-s1 using a combination of 10x22mm allograft interbody graft plus morsellized laminectomy bone and demineralized bone matrix. Posterolateral fusion at l5-s1, using a combination of rhbmp-2/acs (bone morphogenic protein) plus morselized laminectomy bone and demineralized bone matrix. Bilateral pedicle fixation at l5-s1. Findings: the patient had huge recurrent extruded disc at l5-s1 from the previous neurosurgery that was carried out several years ago by another neurosurgeon. The right s1 nerve root was severly elevated and "denely" by epidural adhesions to that excluded disc. On the exploration of this situation. Op note: these were multiaxial lead titanium pedicle screws. Once the elements first on the right side and then on the left side in the transverse processes of l5 and the ala of the sacrum. One half of the remainder of the morselized laminectomy bone and demineralized bone matrix mixture of the lateral elements on the right side and posterior to that. One half of a larger box of rhbmp-2/acs in which two of bonegraft resorbable ceramic granules were wrapped with the collagen sponge which contained the bone morphogenic. Right side was done first and then on the left side. Once bmp was placed to each side, the pedicle screws using the sizes. They appeared to be in excellent position. On (B)(6) 2010 patient was discharged. Discharge diagnosis: intractable right hip and thigh pain and paresthesia and weakness in tile right foot with right lumbar 5 and sacral 1 (l5 and s1) radiculopathy due to degenerated disk at lumbar 5/sacral 1 (l5-s1) along with a very large recurrent extruded disk on the right side at lumbar s1 sacral (l5-s1) severely compressing the right sacral 1 (s1) nerve root in the "m11xuticular" lateral recess along with the right lumbar 5 (l5) nerve root at its entrance into the rigid. Lumbar 5 (l5) foramen, in a patient who had had right-sided lumbar 5/sacral1 (l5-s1) disk excision by another neurosurgeon in 2008. Degenerative disk disease and spinal stenosis at adjacent levels, lumbar 4-5 (l4-5) and lumbar 3-4 (l3-4), currently not clinically a problem. Preoperative mild hypochromic microcytic anemia. Gastroesophageal reflux disease. Hypothyroidism. Mild postoperative hyponatremia, now correcting. On (B)(6) 2010 patient visited office post of follow-up. She was ambulatory in her lumbar orthomold brace. On (B)(6) 2010 patient visited office post of follow-up. On (B)(6) 2010 patient had some pain and paresthesia in her right hip and leg. This almost certainly reflects her old sacroiliac joint problems. On (B)(6) 2011 patient visited office with degenerative disc disease and some spinal stenosis at l4-s and l3-4. She had a significant right 51 radiculopathy. There were also some s1 joint issues for which physic therapist worked on her. On (B)(6) 2012 patient presented for a procedure: scs trial, single lead. On (B)(6) 2013 patient presented for an office visit to low back pain and right leg pain. On (B)(6) 2013 patient presented for an office visit to low back pain and right leg pain. Musculoskeletal: negative except as documented in history of present illness. Neurologic: negative except as documented in history of present illness. Psychiatric: negative except as documented in history of present.